Event description:
The reporter states that the customer obtained 66 mg/dl and 184 mg/dl on the accu-chek aviva system. The reporter also states that the customer performed an additional comparison with results 66mg/dl and 140 mg/dl on accu-chek aviva system. On both occasions, test results were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.